Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
Patient reported that her blood glucose (bg) reached 393 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. She gave herself multiple boluses and decided to go to the ER (emergency room). She was dehydrated, felt like she was going to pass out. They ran the following tests: beta-data hydroxybutyrate, cbc with auto differential, cbc diff, complete metabolic panel, extra tube blue, I stat ecb, lipase, magnesium test, nucleated red blood cell, percent of blood, leukocytes, urinalysis, CT cat scan and IV contrast. Patient stated the ER also checked for ketones, and her results were trace. Her white blood cell count was elevated. She was treated with IV of fluids, 350 mg of iohexol by IV, sodium chloride, and nacl 0.9%. Patient did not mention if the ER prescribed her any medications, but did state on 4 sep 2019 she was given antibiotics for a uti by her doctor. She also stated she is a chronic pain patient and has fibromyalgia. Patient left the ER around 8:57 pm and her bg was 246 mg/dl. She continued to wear the pod until 7 sep 2019. She was sleeping and her pdm (personal diabetes manager) and pod started to have communication errors and she took a nail and hammer to the pod to get it to stop beeping. Patient thinks pod and pdm were having communication issues because she wore the pod during the cat scan. While on the call, customer stated her bg was 363 mg/dl and was able to activate a new pod.